Event description:
It was reported that due to instability a revision surgery was performed. The post was found to have broken. New poly was put in place without adverse event. The primary surgery happened in 2008.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that the patient underwent a knee revision due to instability; the post was found to be broken. To date, the requested surgical records and x-rays have not been provided to fully evaluate the root cause of the broken post. Therefore, the patient impact beyond the revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation or information become available, the clinical/medical task may be re-evaluated. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.